Event description:
Consumer reported complaint the meter will not turn on when the strip is inserted. The battery had been changed about 3 months ago. The customer is using the correct battery in the correct orientation for the meter. During the call the meter powered on using the power button and when a test strip was inserted. Walked customer through a blood test to ensure proper testing technique. Customer tested and got a result of 115 mg/dl non-fasting. Caller satisfied with the result and has not further concerns at this time. The test strip lot manufacturer¿s expiration date is 02/28/2027; product storage and open vial date were not provided. Customer advised that she is feeling sluggish but declined the need for any medical intervention at this time.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: sluggish. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and to ensure the initial concern has been resolved- unable to establish contact with customer at this time.